Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. 27 colony forming units (cfu) of micrococcus luteus and acinetobacter iwoffii were detected. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, service found the distal end cover was scratched, the adhesive on the bending section cover was worn, switch 1 was scratched, there was play in the angulation knob, and angulation was reduced. The customer provided their cleaning, disinfection, and sterilization process. Pre-cleaning is performed by aspirating water through the instrument/suction channel. No detergent is used for precleaning. Manual cleaning is then performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around elevator with a scope clean brush and ddn9 detergent. The scopes are then cleaned in a wassenburg wd440 automated endoscope reprocessor (aer), using endohigh detergent, and endohigh paa disinfectant. Their storage practice is vertical suspension in a non-olympus cabinet. Olympus is the maintenance company. The scopes are not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the investigation results.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. On (B)(6) 2022 27 colony forming units (cfu) of micrococcus luteus and acinetobacter iwoffii were detected. On (B)(6) 2022 greater than 80 cfu of microorganisms were detected; identification of the specific microorganism(s) was not possible. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5 of the initial report, please see b5 for further details. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation¿s recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿flush the air/water channel with water and air. Flush the auxiliary water channel.¿ olympus will continue to monitor field performance for this device.